Event description:
It was reported that during central processing, a plastic piece at the tip of the monopolar curved scissors instrument broke. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the customer was unable to identify how the piece of the instrument broke but confirmed that a piece had broken off at the tube adapter area of the instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken tube adapter. The broken piece, measuring approximately 2.30mm x 1.62mm in size, was not returned with the instrument. Additionally, the instrument was found to have abrasions on the tube adapter. The complaint was confirmed by failure analysis.